Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction and cardiac arrhythmias. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by manufacturer representative that on (B)(6) 2014 patient was admitted to hospital with "ventricular tachycardia" (vt), and "stroke with left hemiparesis and left hemianopsia [hemianopia]". Patient had a "cardioversion for the vt and is currently stable from a cardiac and lvad [left ventricular assist device] standpoint" and continues with "left sided weakness and vision changes". No further information available. Investigation is ongoing.